Manufacturer narrative:
(B)(4). The customer's medwatch report states that the product is not available for eval. The user did not record the device serial numbers or sequester the devices. No product return expected.

Event description:
Customer medwatch report received. Per medwatch "pt one epinephrine and propofol infusions when alarms pump alarmed and provided a system outage message. No significant change in map." Additional info received: reported as "system outage" message with audible alarm, no permanent harm to the pt reported and no medical intervention required. Spoke with clinical engineering; the user did not record the device serial numbers or sequester the devices. No product return expected. Additional pt or event details were not provided.